Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump kept beeping with the blank screen. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that pump was beeping with blank screen. There have been no complaints raised in the last 12 months with the same issue. The device was in good physical condition. Probable cause of complaint was corrupted software. This is not typically a reportable event, as the beeping with blank screen would render the device unusable. After the software was reinstalled, the pump passed functional and accuracy testing.